Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, to a company clinical application specialist, a case of folds and retraction of the flaps, 24 hours post lasik flap creation. Clinical application specialist informed that when detected, folds and retraction, hydration of the flap was performed and the visual acuity was found normal. No incidence was detected in the first revision (post surgery check) performed at 30 minutes following the surgery. Upon further follow-up, facility manager and other personnel associated with the facility explained that the incident may not related to the equipment, and could be related with some point of the facility's procedure. Additional information has been requested.